Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02740). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn: (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A complaint history record in the track wise was performed for the sn: (B)(4) which confirmed that no similar complaints with the same or related failure mode.

Event description:
Physical damage near bottom of case cracked front case, rear case, handle, and left/right iui connectors corroded. There was no patient involvement. On (B)(6) 2018, 13:00:46, (B)(6). Shipping & billing addresses confirmed. On (B)(6) 2018, 08:15:01, (B)(6). Miss - waiting for parts. On (B)(6) 2018, 06:10:49, (B)(6).

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
(B)(4).